Event description:
The customer reported that the pt had a heart catheterization performed on 10/19/98. Hemostasis was achieved using manual pressure, vasoseal unsuccessful, dressing applied. Pt discharged the same day. Pt stable. Pt returned for an ultrasound on 10/26/98. No hematoma or pseudoaneurysm. Pt returned to emergency room on 11/20/98 with swelling and bleeding, site drained. Topical antibiotics applied, site dressed. Pt to emergency room on 1/17/99. Right inguinal foreign body removed. Pt placed on keflex and sent home. No further complications noted. No surgical intervention needed.